Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Upon return, the device had no output and no telemetry. Data was insufficient to obtain battery status or memory download. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. No high current drain conditions were noted. Although the device had no output, no higher than normal current drain conditions were noted during testing and detailed analysis. An insulation breach within the battery was identified that caused an internal short which resulted in the premature battery depletion observed clinically.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable pacemaker was unable to be interrogated. Different programmers and wands were attempted without success. It was noted that the patient was not pacemaker dependent. The device was explanted and replaced. No additional adverse patient effects were reported.